Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and was used during a therapeutic hydrothermal ablation (hta) procedure in 2007. (Patient weight unknown). According to the complainant, during the procedure, they had several 10cc fluid losses and the fluid was coming out of the cervix. After several of those, the doctor stopped the procedure, and restarted it after adding more tenaculum and a couple of sutures. The doctor then had them restart the procedure, and once again, they still had leaking from the cervix. Please note that the doctor stated that the cervix was extremely patulous. The doctor then aborted the procedure again cooled down the patient, and then restarted the procedure once again with the same procedure set. The doctor then added more sutures, and began the procedure. They still had more fluid losses, and finally aborted the procedure altogether. Although they did not find any burns the patient did have laceration from the tenaculum, and they went in to fix it with cauterizing the cervix where the tenaculum was. Completed the case with a retroscopic roller ball procedure. The patient's condition was reported as "stable."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot by the manufacturer nasp; results of the documentation review show that all in process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related, potential cause for this type of event was found. Product is not expected to be returned; therefore, an evaluation of the product could not be performed. If product is returned, a new complaint investigation will be opened. Please refer to pages 5 - 7 of the hta users manual, revision c, regarding warning, precautions and contraindications regarding the use of hta. It was noted in the event description that the patient had a patulous cervix and leakage was observed during the procedure. Additional attempts were made to maintain the cervical seal, however since the doctor continued to receive fluid loss alarms and a burn resulted it appears as though the cervical seal was not maintained. The importance of a cervical seal is also summarized in pages 5 - 7. On page 48, it states that should a fluid loss alarm occur that the procedure should be stopped and a cervical sealing tenaculum applied but that if the leak cannot be stopped that the procedure should be aborted in order to prevent thermal injury to the patient. The presence of the continued fluid loss alarm and the visual confirmation of leakage should have resulted in an aborted procedure in order to prevent thermal injury to the patient.